Event description:
It was reported that the patient had their pump replaced. The healthcare professional was unable to fill the pump; pump was drained on the back table. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Catheter: model# 8709, lot# l58353, implanted: (B)(6) 1998, explanted: unknown. Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final analysis of the pump revealed fluid path; reservoir access issues from drug residue. There was difficulty filling and aspirating the pump upon initial inspection. A much greater force was needed to fill the reservoir than normal, and the filling was really slow. Residue in the fluid path was found to be the cause. Three motor stalls with recoveries were noticed in the pump logs but all happened after explant. No anomalies found. The pump contained fentanyl and bupivicaine.